Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped a root cause could not be identified. Based on the results of the investigation, it is likely the screen turns green was due to component failure of r-unit (charge couple device). Moreover, the most probable cause of chipped light guide bundle is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen turns green during inspection for use involving an olympus rigid videoscope. There were no reports of patient harm.